Manufacturer narrative:
It was reported that the patient's greater trochanter was cracked during a total hip arthroplasty. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's greater trochanter was cracked during a total hip arthroplasty. The surgery was completed successfully.